Manufacturer narrative:
(B)(4). The microcatheter was returned for evaluation. The separated tip was not returned. The returned microcatheter was missing the distal segment its tip. Broken end of the tip was microscopically observed. It found that the tip was twisted due to accumulated torsion. Circumferential cracks were observed proximal to the broken end, suggesting tensile stress was applied when tip broke. The distal end of the underlying braids was partially exposed from the broken end; it was concluded that the tip was torn off at approximately 2 mm from the distal end of the tip, junction of polymer-only-segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied while the tip was screwed to the cto. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, the separated tip was not returned; therefore, a possibility could not be completely ruled out that tip fragment might be left in the anatomy. Instructions for use (IFU) states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a cto in the lad #6. After a concomitant guide wire crossed the lesion, the microcatheter followed the guide wire, however, failed to cross. The physician removed the microcatheter when the catheter tip was found detached and remained on the guide wire. The separated tip was retrieved from the patient anatomy. The pci was successfully completed with reestablished blood flow. Reportedly no tip fragment was left in the patient and there were no adverse patient effects after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.